Manufacturer narrative:
A partial datascope iab, consisting of two membrane sections, was returned for evaluation. Dried blood clots were noted within each membrane section. Abrasion markings were observed on the balloon surface. The inner lumen and membrane sections were noted to be kinked and severely elongated. Smooth-edged slices were observed in the membrane. The primary balloon penetration could not be located. Probable cause of difficulty: based on the poor condition of the returned iab, it was not possible to locate the primary penetration which allowed blood to enter the device. It is possible that the damage to the balloon membrane obscured the primary penetration or that the initial leak was in the section of iab not returned for evaluation.

Event description:
The iab was inserted into the pt without a sheath after angioplasty. After iabp for a couple of days, the dr tried to remove the iab, but he was unable to. The iab was entrapped. As a result of the event, when the iab was removed on 11/9/96, a part of the pt's artery was removed. The pt's blood pressure dropped and there was massive bleeding. The pt expired on 11/9/96. (Event complications: the pt's artery was injured/bled to) death-rpt'd 11/11/96. (Pt's current status: expired-rpt's 11/11/96.